Manufacturer narrative:
E1 - initial reporter address 1: 37-1 uearatacho, kagoshima city. E1 - initial reporter city: kagoshima city kagoshima prefecture 8908760. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product investigation confirmed there was a rupture during the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the 4th inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the 4th inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.